Event description:
An unknown size driver mx2 coronary stent system was inserted into a pt for the treatment of an unknown lesion. Vessel and lesion morphology are unknown. It was reported that the stent was deployed successfully. It was reported that the physician was attempting to remove the delivery system and it felt sticky and tacky. The physician felt the balloon was sticking when trying to withdraw; he had to push and pull several time to get the delivery system out of the pt. The device was removed and discarded. No add'l clinical sequelae were reported and the pt's status is unknown.